Event description:
It was reported that everything seemed to work correctly up until the staff wanted to hook up the central lumen with a wet to wet connection to the pressure line. When the staff pulled back from the three-way stopcock, they kept getting air from the catheter. As a result, a second catheter was used, which worked as intended. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The reported complaint of the ap tubing leak is not able to be confirmed. The ap tubing was not returned for the investigation. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that everything seemed to work correctly up until the staff wanted to hook up the central lumen with a wet to wet connection to the pressure line. When the staff pulled back from the three-way stopcock, they kept getting air from the catheter. As a result, a second catheter was used, which worked as intended. There was no report of patient complications, serious injury or death.